Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 24 synergy ii stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the distal stent struts had lifted up. The device was removed intact. A non-bsc guide extension catheter was then advanced and more pre-dilation was performed. A new stent was placed and the procedure was completed. No patient complications were reported.